Event description:
A report has been received from a dealer who states that in the process of lifting the end user, the bolt holding the pin and cradle came out, dropping the patient and the cradle fell on her head. Reportedly, the end user was taken to the ER for evaluation and released on the same day.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpl600-1, serial number/date code (B)(4) is approximately 1 year, 7 months old. The owner's manual part number 1078987, rev.j(may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident. It was learned that the consumer had fractured her femur prior to the incident and this is the reason she was being transferred in a lift. Reportedly. The consumer was being transferred from a geri chair to the bed. The arm on the lift allegedly collapsed, causing the consumer to fall. The consumer sustained a bruise to her forehead. She was taken to the emergency room for assessment. She was treated and released the same day. When asked about the maintenance and history on the lift, (B)(6) stated that they do not have any on record. She did confirm that there are routine inspections. The lift has been quarantined by the dealer and they have already provided a replacement. The sling was intact after the incident, but (B)(6) could not confirm if it was invacare or not. Note: the file is pending the returned product (sling and lift) for investigation.